Manufacturer narrative:
(B)(4). Returned product consisted of a fetch 2 aspiration device. A.014 guidewire was inserted into the catheter and it entered with no restrictions or issues. Visual and tactile analysis noticed 1 separation on the catheter and 1 kink. The separation was located at 89cm from the strain relief and the kink was located at 4cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 17feb2016. It was reported that the catheter tip was occluded. A fetch®2 aspiration catheter was chosen for a thrombectomy procedure in the right coronary artery. There was ¿something wrong with the tip of the catheter¿ and they could not get the wire through the tip. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was reported as ¿fine.¿ however, product analysis revealed the shaft broke.